Manufacturer narrative:
Device manufacture date is being corrected.

Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional peripheral procedure on an unknown date. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. The device was prepped and deployed per the IFU. It was reported that when the physician pulled the sheath back the sealant was stuck to the end of the sheath and the advancer tube was not seen. The physician deflated the balloon and removed the device. The patient was converted to approximately 30 minutes of manual compression at which time hemostasis was achieved. The patient was reported as hospitalized for an unrelated and unspecified reason.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1220101) indicated that the device lot met all established performance criteria prior to shipment.